Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt844 nasal cannula was not received for evaluation and has likely been discarded by the hospital. Questions were sent to seek further information but to date no response has been received. The customer has reported that the tubing has become detached from the nasal cannula. A lot check revealed no other complaints of this nature for the lot number provided. The cannula manifold coming loose from the nasal interface can be caused by tightening the silicone buckle too firmly when adjusting the headstrap. Without any further information or a device to evaluate we cannot conclusively determine what may have caused the reported issue. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in the (B)(6) reported that the tubing detached from an opt844 nasal cannula. No patient consequence was reported.